Manufacturer narrative:
Initially the customer indicated that list #11943 was involved in the event; however, the samples received on 01/03/2006, were not hospira products. Subsequently, two used plumsets, list #11948 and one used ICU medical microclave extension set list #12549, were received and evaluated. The opinion-lok male adapters of the plumsets were connected to the microclave extension set and the spin collars were secured. The plumsets remained connected to the microclave on the extension set.

Event description:
The customer contact reported a tubing disconnection. The primary tubing set was connected to the removable clave port of an extension set. The rn noted that after the option lock was secured, the "tension seems to unscrew it by itself." The tubing set then became disconnected from the clave port. No specific details were provided. There were no reports of any adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.